Event description:
Reporter indicated a vns therapy pt's generator was found programmed to unintended settings. Attempts to obtain additional programming history to identify the cause of the event have been unsuccessful to date.

Event description:
Additional programming history related to the event was received. There was an incomplete diagnostics which resulted in a setting change. There was no final interrogation and the setting change was not seen until a later appointment. The settings were not fully correct until a later date.

Manufacturer narrative:
Analysis of programming history. Serial #, correct data: additional information was received that the suspect product was a different product than what was reported on the initial report. Lot #, correct data: additional information was received that the suspect product was a different product than what was reported on the initial report. Device manufacture date (mo/day/yr), corrected data: additional information was received that the suspect product was a different product than what was reported on the initial report.